Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the during advancement, the balloon dilatation catheter (bdc) encountered difficulty when advancing over the guide wire due to a kink. Factors that may contribute to a kink (deformation due to compressive stress) include, but are not limited to, user technique, manipulation against resistance, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to advance. Additionally, it was reported that difficulty was encountered during removal of the bdc over the wire. It is likely that the reported kink impacted the bdc¿s maneuverability, resulting in the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a right anterior tibial artery. The 3.0x120mm armada 18 balloon was attempted to be advanced; however, the device kinked. The kinked catheter could not advance over the wire and was attempted to be removed independently; however, it was unsuccessful. The armada 18 was removed as a single unit with the wire. A new wire and balloon were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.